Event description:
MFR received pt report stating admission to hosp was required due to return of pain symptoms. It is unclear if the implanted infusion system was a contributing factor. Therefore, specific details regarding pt and implanted device history have been requested from the hcp, and a follow up report will be sent when new info becomes available.